Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis manifested by abdomen pain, cloudy fluid, diarrhea, and vomiting. The break in aseptic technique was further described as touch contamination. The patient was hospitalized for the event of peritonitis. On the same day as the hospitalization, the patient was treated with injection amikacin (250 mg in 1st and 3rd bags, intraperitoneally (ip)) and injection zocef (750 mg, two times a day, IV (intravenously)) for peritonitis. One week later, antibiotic treatment was stopped and pd therapy was discontinued. On the same day, the patient's pd catheter was removed and the patient started hemodialysis (hd). On the same day, the patient was discharged from the hospital and had not yet recovered from peritonitis. No additional information is available.